Event description:
The facility reports when the resident was being bathed, suddenly fell sideways out of the hoist, hitting head on the side of the bath causing a 5 inch laceration to the head and was taken to the hosp. It was reported there was no safety belt fitted to the hoist.